Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? The patient had a colovesical fistula secondary to diverticulitis. Were there any issues experienced with the use of either device besides the leaks? None. What healthcare professional fired the device and what is his/her experience with the device? Our scrub tech fired the device. She has done many sigmoid cases with me and most likely many of the general surgeons that work at our hospital through out her years here. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I have her tighten the stapler to the middle of the indicator. The device is tighten to the black line before firing. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? We wait greater than 15 seconds before retightening the stapler. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. In both firings the donuts were inspected, in tact and looked typical of a normal firing device. Was a complete transection of the cutting washer visually confirmed? No. I do not think that was confirmed and to be honest I have never checked that before. Were there any issues noted with staple formation? If so, please describe the shape and anatomic location. I could not tell if there was any issues visually. The first attempt I noted there was a large mucosal defect (could see mucosa of the bowel through the defect) anteriorly that I attempted to close with sutures. The leak was to severe. The second attempt did not demonstrate any defect but the leak was severe. I resected the anastomosis but it felt as if minimal to no staples were present in the anastomosis. Was the colostomy planned or performed due to the issues experienced with the device? The colostomy was not planned. It was performed more due to the leaks. I did not know the devices had a problem at that time so I felt that safest way forward was to divert as the tissue was not holding together for the anastomosis. Is the colostomy temporary or permanent? The colostomy is temporary but the patient is morbidly obese and the ostomy takedown will be difficult. We will discuss options as he recovers. What is the current status of the patient? The patient has been discharged home for now.

Event description:
It was reported that during a resection colon total abdominal open, during the leak test, the surgeon stated he noticed significant leaks along the anastomosis. Another circular stapler was used and he stated the anastomosis leaked the second time. The patient was diverted to a colostomy. The surgery was delayed due to the reported event.